Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80 mg/dl, and the meter bg reading was 46 mg/dl. Due to the inaccurate cgm readings, customer was unaware of bg going low and delivered a bolus for carbohydrates consumed and bg level displayed on the cgm. Customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional patient or event information was available. A root cause could not be determined.